Event description:
The user stated tht thew luer connection of the silhouette infusion set was found to be cracked. He also stated that the luer connection was not cracked when he opened the package. He added that he had no idea how this may have happened.